Event description:
It was reported that a remote alert was received for high, out-of-range shock impedance measurements (~160 ohms) from this right ventricular (rv) lead. The patient was evaluated in-clinic and since the device was approaching the normal elective replacement indicator (eri), the physician will re-assess the rv lead at the time of the device replacement procedure. The patient originally continued with remote monitoring, but recently, 41 joule shock testing exhibited a code 1005, which is indicative of an open circuit condition. The physician subsequently explanted and replaced the implantable device. During the procedure, the rv lead was surgically capped and abandoned. A new rv lead was implanted to resolve the event and no additional adverse patient effects were reported. This rv lead remains implanted, but capped and out-of-service.

Event description:
It was reported that a remote alert was received for high, out-of-range shock impedance measurements (~160 ohms) from this right ventricular (rv) lead. The patient was evaluated in-clinic and since the device was approaching the normal elective replacement indicator (eri), the physician will re-assess the rv lead at the time of the device replacement procedure. The patient is continuing with remote monitoring and no adverse effects were reported. This rv lead remains implanted and in-service.